Event description:
Caller reported experiencing an occlusion alarm, which required a visit to the emergency room and subsequent hospitalization. Caller was unable to recall specific blood glucose levels but stated they were high. The event caused injury to the customers eyesight and resulted in elevated ketones which were identified as dangerous. Treatment involved intravenous fluids of saline and insulin, which resolved the issue, with no permanent damage reported. The customer was released 4 days later on (B)(6) 2025 and continued pump use.